Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the anti-reflux chamber foley catheters were very difficult to empty, sometimes not emptying at all, not a drop. For a diuresing patient, it took three staff members to hold and empty the catheter, and that was even very difficult. One this morning left 50-80cc of urine in the bag and would not empty. The tubing was pulled out, bag turned upside down, the two sides of the foley were pulled apart, nothing worked. Also, the plastic clamp was not user friendly and was difficult to open, as well.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation) or block drainage lumen or no drainage eye). A potential root cause for this failure mode could be due to incorrect eye size undersized. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record." Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the anti-reflux chamber foley catheters were very difficult to empty, sometimes not emptying at all, not a drop. For a diuresing patient, it took three staff members to hold and empty the catheter, and that was even very difficult. One this morning left 50 to 80cc of urine in the bag and would not empty. The tubing was pulled out, bag turned upside down, the two sides of the foley were pulled apart, nothing worked. Also, the plastic clamp was not user friendly and was difficult to open as well.

Event description:
It was reported that the anti reflux chamber foley catheters were very difficult to empty, sometimes not emptying at all, not a drop. For a diuresing patient, it took three staff members to hold and empty the catheter, and that was even very difficult. One this morning left 50 to 80cc of urine in the bag and would not empty. The tubing was pulled out, bag turned upside down, the two sides of the foley were pulled apart, nothing worked. Also, the plastic clamp was not user friendly and was difficult to open, as well. Per additional information received on 28aug2024, it was reported that it was a newly placed foley catheter and the person received a diuretic. The catheter would not drain, like there was something blocking it. They were not sure if it was just negative pressure, so they pulled the two layers of the bag apart. They moved the bag around, pulled the drainage tube taut, moved it in several directions. It literally took three of them manipulating the foley bag, at the same time, to get any urine out. They were not sure if the foley was replaced or just removed, as this happened at the end of the shift.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation or block drainage lumen or no drainage eye). A potential root cause for this failure mode could be due to incorrect eye size undersized. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction, need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, to improve comfort for end-of-life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion, insert urinary catheters using aseptic technique and sterile equipment, use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.